Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Additional information for e1: full name of facility: (B)(6).

Event description:
It was reported that the elite gastrointestinal videoscope had histoacrylic attached to the insertion part. The issue occurred during reprocessing intended for a therapeutic haemostasis procedure. It was noted that the planned procedure was successfully completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: d10, h3, h6, and h11. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, an identification and definitive root cause for the reported suggested malfunction could not be established. The event can be detected/prevented by following the instructions for use which state: ·labeling. Suggested event can be inspected and prevented by following below IFU. Inspection method is described in the operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.